Event description:
Hcp reported right side "mr signs of slight accumulation of fluid around the periphery of the right breast implant. Mr signs of diffuse fibroadenomatosis." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
H6: health effect - impact code continued: f2203 - imaging required. Visual analysis: visual analysis of the photographs identified: edema: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lump/nodule(not device related).